Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and had no capture in any vector. The right atrial (ra) lead exhibited high thresholds. The lv lead was explanted and replaced. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.